Event description:
It was reported that the patient went to the hospital two weeks before surgery as the left cylinder was swollen. The examination of the device confirmed that the left cylinder swelled; therefore, the cylinder was removed and replaced. The patient had a stable outcome following the surgery.

Event description:
It was reported that the patient went to the hospital two weeks before surgery as the left cylinder was swollen. The examination of the device confirmed that the left cylinder swelled; therefore, the cylinder was removed and replaced. The patient had a stable outcome following the surgery.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific confirmed the reported cylinder bulge through product analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinder was visually inspected, leak tested, pressure tested and microscopically examined. Cylinder has wear at fold in proximal cylinder body. Cylinder has an excess air between the inner and outer tubes when inflated with syringe; bulging was present; however, there was no damage to the inner tube resulting in the cylinder to pass the leak test. Cylinder was not pressure test due to bulge was identified. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.